Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the programming head could not interrogate any device anymore.

Manufacturer narrative:
Preliminary analysis of the returned programming head did not confirm the reported event. Interrogations were performed with test implants without any issue.

Event description:
Reportedly, the programming head could not interrogate any device anymore.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the programming head could not interrogate any device anymore.